Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire because stuck inside the lead and a high amount of force was used to remove the wire. The lead was removed from the patient, flushed with saline, and a large clot came out. A new lead was implanted. No patient complications have been reported as a result of this event.